Event description:
It was reported that balloon rupture occurred. A 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 30mm x 143cm coyote nc balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.